Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported 4 false negative results using cue covid-19 test for home and over the counter (otc) use. This report is for 1 false negative result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 21425m and cue reader sn (B)(4). On (B)(6) 2022: customer reported an initial positive result using cue covid-19 test for home and over the counter (otc) use. Customer reported following symptoms: weak body, slight congestion, and itchy throat. (See related case (B)(4) for additional reported false negative results on (B)(6) 2022). On (B)(6) 2022: customer received a (1) false negative result using cue covid-19 test for home and over the counter (otc) use lot 21425m, cartridge sn (B)(4). The same day, customer tested positive via an unspecified sars-cov-2 pcr test. The customer is vaccinated with booster, reported some symptoms, and confirmed the cartridges were stored according to the instructions for use.